Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (426mg/dl). Customer indicated that they were maintaining bg levels with fast acting insulin. Tandem technical support addressed the issue by shipping the customer a replacement pump.